Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 5.0x100 mm supera stent was thought to be fully deployed in the right popliteal artery, but the stent was retracted to the non-target vessel, common femoral artery, when the delivery system was removed from the anatomy. Surgical intervention was performed to remove the stent. The patient tolerated the surgery well and was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.